Event description:
It was reported the customer was hospitalized for high blood glucose. Troubleshooting was performed. The programming and settings appears to be correct. Ran a fixed prime test and insulin exited. The customer stated that his insulin pump had falled from the holster, which caused his set be pulled out. Then customer went all day without insulin and passed out.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.